Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1976 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz1976) have been reported from facility in (B)(4).

Event description:
It was reported that there was a fracture of the line. No other information was provided.